Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. Vessel morphology was reported to be tight and non-tortuous with some calcification. Aneurysm morphology is unk. It was reported that the device was inserted without use of an introducer sheath. After successful deployment of the bifurcated stent graft the pt's blood pressure dropped significantly and it was found that iliac artery was dissected by removal of the delivery system. The pt was immediately converted to open sugical repair and a conventional graft was sewn in. No additional sequelae were reported and the pt was sent to the intensive care unit to recover.